Event description:
The coulter act 5diff al analyzer generated erroneously high platelet (plt) results on two patient samples. No manual scans were performed and erroneous results were reported out of the lab. Both samples were re-run and recovered lower results, which the customer considers correct. No effect or change to patient treatment is associated with this event.

Manufacturer narrative:
The specimens were collected in 3ml vacuette normal edta k2e tubes. The samples were stored for 1-4 hours and sampled the same day. Qc is run every morning, and was run before the event. Service was not dispatched for this event and no additional information is available. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.